Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the customer visualized particles. There was no report of patient harm or injury. The investigation is still ongoing. The manufacturer will submit a follow up report when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient has alleged to seeing the particles in air path. There was no report of patient harm or injury. Despite multiple attempts on 11/14/2022, 11/17/2022, 11/22/2022, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6 updated in this report. Section b7 was previously not captured. After review, corrected in this report.